Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken pieces were not returned, measuring roughly 0.110 x 0.1260 in sizes. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding plastic cracked on end was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the permanent cautery hook had a cracked plastic on the end. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken piece was neither by the distal nor the proximal end. There is no report of fragments falling into the patient's anatomy. There is material missing from the instrument.